Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had labored breathing, marked shortness of breath, pain in left side of chest "in his lung" that shortened at bedtime and lasted until 3 am. The patient took two tylenol which seemed to help. It was also noted that since implant he patient has not had much energy, possibly worse since implant and that the patient's chest/lung pain has resolved. The principal investigator felt that this event was not related to either the device/system or implant procedure. However, at the clinic visit the next day the patient did better at lower sensing rate and was changed to low for the time-being. The device remains in use. No patient complications have been reported as a result of this event.